Event description:
It was reported that after being connected to the power source the programmer was unable to be turned on. It was further requested that the programmer be upgraded to wireless capability. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis found that the programmer would not power on, the link electronic module (lem) circuit board was replaced and calibrated to resolve this issue. It was also noted that the system fan was intermittently noisy.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).